Manufacturer narrative:
The reported event of header discoloration was confirmed. Interrogation of the device revealed the device was above eri when received.

Event description:
It was reported a cloudy device header was noted on the device prior to implant. The device was not used and a new product was used to complete the procedure.